Event description:
It was reported that the patient received six inappropriate shocks due to noise, oversensing, high impedance and possible lead fracture of the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reportedas a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).